Event description:
It was reported that the device was overdischarged. It was confirmed that this was the first overdischarge. No physician mode recharge (pmr) was performed. It was suspected that the implantable neurostimulator (ins) was at end of service (eos). The physician programmer could not read the ins. The patient estimated that it had been 8 months or so since he had recharged it. The ins was at eos due to long-term overdischarge. The patient did not want to attempt to revive his ins. The patient wanted a primary cell ins implanted. The patient¿s status at the time of report was alive with no injury. The patient experienced less than 50 percent therapy relive in the low back. The patient had not been scheduled for a replacement surgery. The patient wanted to hold off until december.

Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3777-60, serial# (B)(4), implanted:(B)(6) 2008, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Pro duct ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. (B)(4).